Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the the first medication syringe infused without issue however when loading the second medication syringe, the module did not recognized the syringe. The clinician got another module to successfully deliver the medication. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the the first medication syringe infused without issue however when loading the second medication syringe, the module did not recognized the syringe. The clinician got another module to successfully deliver the medication. There was patient involvement but no harm.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the report that the syringe module did not recognize the syringe was confirmed during laboratory testing. Alaris system maintenance (asm) testing observed that the suspect syringe module failed barrel clamp accuracy testing. The device was calibrated using asm and then passed all preventive maintenance tests including barrel clamp accuracy testing as required. Syringe detection testing verified the syringe module detected a bd 20ml syringe, which was the last syringe size observed to be used in syringe module event log prior to the reported event. The logs identified that on (B)(6) 2024 at 9:47 am, the device was power on attached to 8015 point of care unit (pcu) serial number (s/n): (B)(6) and was then selected. Between 4:48 am and 9:51 am, the device was selected four (4) times and alarmed for operator at 12:09 pm, the device was power on attached to 8015 pcu s/n: (B)(6). The review of the suspect syringe module error log showed no errors or malfunctions on the observed incident date for the device. Internal and external inspection of the suspect syringe module, including the syringe module drive train, did not identify any irregularities that would have contributed to the reported incident. The incident syringe was not returned for this investigation; therefore, it could not be inspected or used for testing. If the installed syringe is loaded correctly check for the following: f a label is between the syringe barrel and the barrel clamp, make sure that it does not erroneously enlarge the barrel size of the syringe. If a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. The becton dickinson (bd) alaris user manual v12.1.3 (dir: 10000392699) contains the following information regarding proper routine maintenance. To ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report that the syringe module did not recognize the syringe is being attributed to the syringe module being out of calibration for barrel clamp accuracy. Once calibrated, the device passed all preventive maintenance tests including barrel clamp accuracy. Note that this report lists imdrf annex a0509, g04070, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the first medication syringe infused without issue however when loading the second medication syringe, the module did not recognized the syringe. The clinician got another module to successfully deliver the medication. There was patient involvement but no harm.